Manufacturer narrative:
Product analysis: visual inspection revealed the implant was returned broken into multiple pieces and the lower part of the implant has been broken off and missing. Optical inspection revealed a crack on the upper ribbed portion of the implant. The implant may have broken during the implantation and damaged more during the removal process. It was unable to determine root cause of damage to the implant in its returned condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l3-l4-l5 transforaminal lumbar interbody fusion. Intra-op, the peek part of the cage separated from the titanium part. The peek part was removed while the titanium part of the cage was left implanted within the patient as a static cage. There were no patient complications as a result of this event.